Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a confirmed dislodgment. The lead had unstable thresholds, was unable to pace the atrium and was unable to sense the p waves. The lead was initially turned off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.